Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-22089. It was reported, the pt cannot increase amplitude, resulting in inadequate stimulation. An sjm rep met with the pt in an attempt to troubleshoot and resolve the issue(s). An impedance check revealed high impedance. Troubleshooting did not resolve the issue(s).